Event description:
Same case as MDR ID # 2134265-2014-02260 and 2134265-2014-02261. It was reported that automatic pullback failed. The motor drive unit was used in conjunction with an imaging catheter and sled. It was noted that the motor drive unit automatic pullback stopped. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. No error messages were observed during the test. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-02260 and 2134265-2014-02261. It was reported that automatic pullback failed. The motor drive unit was used in conjunction with an imaging catheter and sled. It was noted that the motor drive unit automatic pullback stopped. No patient complications were reported.